Event description:
It was reported that the patient presented in the hospital after receiving a shock. Interrogation revealed that the vf episode was caused due to lead noise. Lead dislodgement was also noted. The lead was repositioned successfully. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.